Event description:
It was reported that the pt expired. The pt had a terminal illness; the cause of death was not reported. Per the reporter, the death was unreleated to the implanted device. The pump contained hydromorphone 3.0 mg/ml; compounded baclofen 200 mcg/ml and bupivicaine 40 mg/ml. The infusion rate was 0.6667 ml.